Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received,"it was reported that patient had an infection in the knee. Surgeon put in an antibiotic spacer using a femoral component and a poly insert. The insert that was opened and used was expired." The product was not returned to depuy synthes, nor photographs were provided, however based on the event description, device and other information provided, the reported allegation can be confirmed.    A manufacturing record evaluation was performed for the finished device lot number: 8732466, product code: 151650720 and no non-conformances / manufacturing irregularities related to the malfunction were identified.   The overall complaint was confirmed as the attune ps rp insrt sz 7 20mm would contribute to the reported allegation.  Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device lot number: 8732466, product code: 151650720 and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Event description:
It was reported that patient had an infection in the knee. Surgeon put in an antibiotic spacer using a femoral component and a poly insert. The insert that was opened and used was expired. Doe: (B)(6) 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.